Event description:
Profuse bleeding from left ventricular assist device driveline site. Pt transported to hosp by emergency med sys. Bleeding continued at hosp despite intervention. Numerous blood products given with pt's further deterioration. Pt taken to or and placed on femoral cardiopulmonary bypass. Chest and ventricular assist device pocket opened. Outlet cannula found to be separated at first connector. Post-operatively pt found to have large left cerebral vascular accident. Pt subsequently expired from the cerebral vascular accident.